Event description:
It was reported that the patient has painful stimulation in the chest and requested device replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.